Manufacturer narrative:
(B)(4). Batch # m5469l. Additional information was requested and the following was obtained: did the cartridge fall into the patient? No. Will all pieces be returned with the device? Yes. The analysis results showed that the tx30v device arrived in good visual condition and with a reload loaded in the device. The reload was received partially loaded with only 4 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as the cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right lower lobectomy procedure, the cartridge of the device fell off the metal housing when the surgeon was about to fire the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.